Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of loose or intermittent connection was confirmed. The device was received from the field with battery voltage near beginning of life level. Visual inspection of the header noticed the atrial, and ventricular septum damaged, and atrial setscrew inset was stripped consistent with inserting the torque wrench off-center at angles to the setscrew by the end-user and caused the event experienced in the field. Electrical and mechanical analysis performed, after replacing the damage setscrew, indicated normal functionality. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for initial procedure. During implant, the set screw on the pacemaker would not tighten. The physician elected to complete the procedure with a different pacemaker. The patient was in stable condition.